Event description:
It was reported via repair work order that the bed would not function when plugged in due to the battery backup switch being turned off. It was further reported that the headend controls did not function due to the network cable missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.